Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test and self test. Insulin pump primed properly. No unexpected audio/vibrate alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was unable to exit the preparing to prime loop. Customer¿s blood glucose value was 129 mg/dl. Customer stated that the customer did not receive 2nd series of beeps nor did numbers were appear on the screen. Customer stated that the drops were coming out of the tubing when filling in it. Customer was advised to replace the insulin pump. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will return for the analysis.